Manufacturer narrative:
Contrary to the reported event, only one employee obtained a burn on their forearm and self-treated with otc ointment and returned to work. As the employee was removing a rack from the washer their forearm inadvertently contacted the loading rack causing the reported event to occur. The reliance 444 washer operator manual states (pg. 1-2), "warning-burn hazard: wear appropriate personal protective equipment (ppe) whenever reaching into the chamber." A steris service technician arrived onsite to inspect the washer and found the washer to be operating properly; no repairs were required. The technician verified the unit's set temperature was within the unit's specification. The reported event is attributed to user error. Steris offered in-service training on the proper use and operation of the reliance 444 washer however, the user facility declined. The unit was installed at the customer's location in 2002 and is under steris service agreement for maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that two employees obtained a burn on their forearm when removing a loading rack from the reliance 444 washer. No procedure delay or cancellation.